Manufacturer narrative:
The customer reported that they used the rmu-1000 automatic compression device for CPR. However, for no apparent reason, the motor stopped and could not be restarted, requiring the resumption of manual CPR. The customer initially assumed it was a battery issue, but later confirmed that it was not. Due to the lack of information regarding the complaint, an investigation cannot be performed, and the cause of the complaint is unknown. Should additional information become available, a follow-up MDR will be submitted.

Event description:
The customer reported that they used the rmu-1000 automatic compression device for CPR. However, for no apparent reason, the motor stopped and could not be restarted, requiring the resumption of manual CPR. The customer initially assumed it was a battery issue, but later confirmed that it was not. No patient or device information was provided. They have not yet reached out to the manufacturer. This information was submitted through the FDA's medwatch program, referencing report number mw5159049. No customer contact information was provided.